Event description:
On (B)(6)2009, company representative received pt's infusion device with a note stating they turned it in for "button issues" and they are currently using pt's backup infusion device. On call back, pt's mother reported that she was not sure which button was not working. She stated she was unsure if the button pops back up when pressed. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval. On 12/30/2009, eval of the device found that both the up and down buttons were defective.